Event description:
Update rec¿d 04/02/2015 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/06/2015.

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 5/18/2015- medical records received from legal. Patient was revised to address a large accumulation of fluid. Upon revision, cloudy yellowish fluid with particulate debris, detachment of the short external rotator sleeve, no posterior capsule of any substance, loose debris type corrosion and cystic dead change in the acetabulum were noted. The information received does not change the MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.